Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The complainant indicates the use of noncompany ophthalmic viscosurgical devices (ovds) as a viscoelastic and an non-company injector which is not qualified for use with company model, this is not a qualified company product combination. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, lens was inserted with the wrong axis during insertion and surgery was performed again after the surgery. After the first surgery, the patient reported difficulty in seeing, and when the doctor checked, it was found that the patient's astigmatism had increased. When checked, doctor found that the axis at the time of insertion was misaligned, and doctor corrected it to the correct axis. After that, the patient did not complain.